Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique. This is supported by the culture results of staphylococcus haemolyticus, a coagulase-negative staphylococci organism which are among the most frequent constituents of the skin microbiota of humans and animals. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient had peritonitis due to the window not being on the cassettes and she unable to see the fluid. The patient contact advised patient was diagnosed with it this week and was upset because of the missing window. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg per algorithm for 21 days and ip levofloxacin 250mg every other day for five doses. The culture resulted positive for staphylococcus haemolyticus. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient is continuing pd therapy utilizing the liberty select cycler. This was the second peritonitis event within a month. The peritonitis events were classified as recurrent peritonitis (episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient had peritonitis due to the window not being on the cassettes and she unable to see the fluid. The patient contact advised patient was diagnosed with it this week and was upset because of the missing window. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg per algorithm for 21 days and ip levofloxacin 250mg every other day for five doses. The culture resulted positive for staphylococcus haemolyticus. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient is continuing pd therapy utilizing the liberty select cycler. This was the second peritonitis event within a month. The peritonitis events were classified as recurrent peritonitis (episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism).